Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer did not do anything to address the issue but noticed that there was no longer air bubbles. There was no reported adverse impact to customer's blood glucose level.